Event description:
It was reported that the patient line of the homechoice cassette was unable to be disconnected from the transfer set. The patient had to cut the patient line to disconnect from the cycler. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.